Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The sleepiness, diaphoresis, and confusion. The aunt called an ambulance. The cgm was reading 60 mg/dl and the blood glucose reading was 30 mg/dl. The patient was treated with IV saline, glucose tablet and glucose drink and was threated with a glucose IV. She sustained bruising from the IV. The patient declined further evaluation and she was advised to eat. The patient was in good condition during the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). This is 2 of 3 allegations of inaccuracies with medical intervention. The patient reported 3 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2025. This is 2 of 3 allegations of inaccuracies with medical intervention. The patient reported 3 instances in which each event has similar details but occurred on different event dates. On (B)(6)2025, the patient experienced sleepiness, diaphoresis, and confusion. The aunt called an ambulance. The cgm was reading 55 mg/dl and the blood glucose reading was 30 mg/dl. The patient was treated with IV saline, glucose tablet and glucose drink and was treated with a glucose IV. She sustained bruising from the IV. The patient declined further evaluation, and she was advised to eat. The patient was in good condition during the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.